Event description:
Patient reported e-stim pads becoming hot approximately 12 minutes into the e-stim treatment. Treatment was terminated by another physical therapist and moderate redness was noted in the area e-stim pads were placed. Patient reports of no adverse effects after treatment except for redness on right anterior shin. Patient was advised to monitor the redness, apply a cold pack or ice if increased redness or any other reaction were to occur later on and to call the facility asap.